Event description:
It was reported that during a scheduled filter retrieval, it was identified that the filter was tilted 45 degrees and 3 or 4 filter limbs as well as the apex of the filter appear to be perforating the cava wall. The physician attempted to retrieve the filter, but could not capture the filer apex. The filter remains implanted and there are no plans to attempt the retrieval again. The physician recommended that a CT study be performed to rule out perforation - status unk. The pt was asymptomatic and there was no report of injury.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unk. The filter remains implanted; therefore, not available for eval. The event investigation is currently underway.